Manufacturer narrative:
Correction to date of initial report (b4) : 07-oct-2019.

Manufacturer narrative:
Device evaluation: one smiths medical cadd medication cassette reservoir was returned for analysis in used condition without its original packaging. Visual inspection showed no discrepancies. Functional testing involved using a syringe to infuse water into the assembly bag and no leaking was found. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed. Foreign source: (B)(6).

Event description:
Information was received indicating that while changing a smiths medical cadd medication cassette reservoir, it leaked. No adverse patient effects were reported.